Manufacturer narrative:
Product not returned.

Event description:
Reporter/patient stated that he purchased 2 packs of the eq orbit brilliant white optimum soft 2 pk and the bristles are falling apart. Customer not able to supply a lot #.